Manufacturer narrative:
Information contained in this report was previously submitted through mw5094757. A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "metal taste when eating or drinking anything, a runny nose, a lot of pain on left-side going from breast to armpit, swelling of neck under chin and jaw, masses, distortion, calcification, axillary lymph nodes enlarged, breast swelling, tightness, pain, breast had a grade 3 capsule contracture, skin rashes, migraines, difficulty breathing, chest pain, and enlarged lymph nodes from time to time."

Event description:
Patient reported left side "metal taste when eating or drinking anything, a runny nose, a lot of pain on left-side going from breast to armpit, swelling of neck under chin and jaw, masses, distortion, calcification, axillary lymph nodes enlarged, breast swelling, tightness, pain, breast had a grade 3 capsule contracture, skin rashes, migraines, difficulty breathing, chest pain, and enlarged lymph nodes from time to time." Patient additionally reported "hashimoto's thyroiditis, work coming back with white blood cell count high and lymph high, blurred vision, high cholesterol, low vitamin d levels," and ¿diarrhea all the time with a lot of blood;" these events are not related to the device. Device remains implanted.